Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 5102448.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted devices were not returned. There was no device malfunction suspected. No further information has been obtained despite good faith efforts.